Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic during the first week of (B)(6) 2015 not feeling well. Blood cultures were positive for enterococcus. A tagged white blood cell scan was performed which did not reveal any pockets of infection. A transesophageal echocardiogram (tee) also showed no vegetation on the heart valves. It was reported that the infection was likely seeded in the pump and the patient would require long term antibiotics. At the time of the event, the pump parameters were stable and unchanged and there were no alarms. The patient reportedly continues to be hospitalized. The patient's antibiotic coverage was not specified.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation.

Manufacturer narrative:
Approximate age of device - 4 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A specific cause for the reported infection, and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.